Event description:
It was reported that the kinair medsurg bed would inadvertently inflate and deflate while plugged into the ac wall outlet. There was no reported injury.

Manufacturer narrative:
Kci records indicate that the kinair medsurg was tested per quality control procedures on 04/02/09, prior to pt placement, and the unit met specifications. The unit was subsequently delivered to the facility on 04/14/09. Eval of the device after it was returned from the facility, determined that the bed failed to meet specifications when switched from ac power to dc power. It could not be determined if the failure may have been a factor in the reported event.